Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the screw of the bracket plate was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the subsidiary manufacturing engineering center (mec) and provided photographs. The mec will make the needed repairs to the bracket. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.